Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side, rupture that was discovered upon surgery. Later, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted and replaced by a non-allergan device. Treatment- total capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side, rupture that was discovered upon surgery. Later, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted and replaced by a non-allergan device. Treatment- total capsulectomy.